Event description:
During an interventional surgery for unstable angina pectoris while performing cag + ptca, the equipment crashed and the c-arm bed could not be moved. Emergency braking of the system occurred and this state could not be resolved. The operator immediately restarted the equipment, which took approximately 5 minutes. After restarting, the equipment returned to normal use. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips analyzed the reported issue. According to the additional information collected, the procedure was delayed by 5 minutes while restarting the system. During the procedure, the emergency stop was pressed causing that movements were not available. When the emergency stop is pressed, all movements will be blocked except manual stand rotation and tabletop float. The emergency stop buttons are located on the geometry module and the monitor ceiling suspension. No harm has been reported to philips. The user did not raise any service request to philips when this issue occurred. No field engineer went to the site. As philips did not have access to the system when this issue occurred and log files are not available, philips is not able to further investigate the reported issue. It is unknown why the emergency stop was pressed. Corrected data: updated codes.